Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient arrived in the ER after receiving inappropriate therapies. Upon interrogation, noise was observed. Lead was explanted and replaced.